Event description:
The customer reported that the device does not display the ac mains light when connected to ac mains power. The reported problem is indicative of a failure that would result in the device operating on battery power only. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed, and the device was returned to the customer.